Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the complaint device was received with the end cap/screw gear snap fit connected. The nose cone was loaded on the stylet and detached from the delivery catheter system (dcs). Visual inspection showed the handle, capsule, and tip-retrieval mechanism all appeared intact with no evidence of damage. Damage was noted along the proximal side of the inner member, close the paddle pockets. A change in color, appearance, and flaking was noted along the distal side of inner member; this measured at approximately 19mm. The returned inner member measured approximately 80mm. The detachment site appeared even and rough, inner member coating was noted inside the nose cone, and damage was noted along the strain relief and the inline sheath. During performance testing, the deployment knob appeared to retract and advance the capsule, the trigger moved to fully advanced and retracted positions and locked in place when released. The reported event for capsule separation could not be confirmed during analysis conclusion: the investigation remains in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, while loading the valve into this delivery catheter system (dcs), it was reported that the dcs "broke in half" at the loading site. Further details were not reported. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: based on the device history record (DHR) review performed on the device, there were no correlations or issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. The subject delivery catheter system (dcs) was returned for analysis. The dcs was returned with the nose cone loaded on the stylet and detached from the dcs, confirming the reported event. Inner member coating was noted inside the nose cone. Historically, tip separation can be caused by manipulation (twisting and/or bending) of the dcs by the user or is related to excessive forces applied on the system. A change in color appearance and flaking measuring approximately 19 millimeter (mm) was noted along the distal side of inner member. Damage was noted along the proximal side of the inner member, close to the paddle pockets. A manufacturing complaint investigation was carried out by the danvers manufacturing team for this event and an investigation was also carried out by the microlumen team. An assessment by the vendor was performed and it was noted that the issue may have occurred due to a false cut. A false cut occurs when the blade does not cut through the entire wall of the tubing, and this could occur during the trimming operation at microlumen. While this cannot be conclusively confirmed, the actions were taken by microlumen to mitigate this issue. Based on the information, there is a potential for the delamination to have occurred outside of microlumen. The reason being is, the location of the delamination on the 4 samples is occurring either at the tip mold or near the metal part of the assembled device. This might be an indication of a process weakening the top layer of the tubing, thus creating delamination. In summary, there are indications that the delamination issue may have an internal or external origin to microlumen. Nevertheless, microlumen is taking a proactive approach to mitigate the possibility of this issue occurring at microlumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the delivery catheter system (dcs) broke in half near the sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.